Manufacturer narrative:
B3: july 2025 was the month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a line blockage. The syringe could not be pushed or pulled during flushing. There was no patient involvement.

Manufacturer narrative:
H3: one opened and unused sample was returned for evaluation. Visual found no physical damage or other anomalies. The deformation of the area was uneven. The complaint of a crack in the hole for passing the flange's neck tape can be confirmed. The probable cause is unknown. A device history record could not be completed as no lot number was received. To replicate clinical use, the sample was connected to the syringe returned and priming was attempted. An occlusion was observed, and priming was unsuccessful. The occlusion area was opened at the tubing-needle junction point. A solvent occlusion was observed within the needle. The customer issue was confirmed. The probable cause was due to errant solvent applied at the tubing-needle bond.